Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have a broken conductor wire to be related to the customer reported complaint. The wire was broken at the bipolar yaw pulley. The instrument failed the electrical continuity test, confirming a complete break in the wire. Thermal damage was found on the instrument. Further inspection found no abnormally sharp or damaged components that could have contributed to the wire breaking. Additional observation(s) not reported by site: the instrument was found to have thermal damage to the yaw pulley. The yaw pulley was found to have charring and localized melting of both bipolar yaw pulleys, in the space between the grips. The instrument failed the electrical continuity test. Common causes of broken instrument conductor wire - bipolar are attributed to damage through external collisions, during use, or during reprocessing. Correction to section d: primary product batch/lot number was updated to k10241024 0470. Common causes of the failure mode thermal damage between grips instrument bipolar yaw pulley are attributed to insulation degradation and carbonized tissue creating a conductive path.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury.